Manufacturer narrative:
Internal report reference number: (B)(4). Product problem being submitted due to test strips being part of recall: 1052693-06/13/16-001-r strip . Meter was returned. Test strips were not returned to manufacturer. Meter was returned, no investigation required: customer did not allege product defect. Root cause: rc-074-manufacturer-processing error. Manufacturer acknowledges the lateness of this report and initiated the necessary corrective action. Manufacturer corrective action number: (B)(4).

Event description:
Informed customer that true result/true2go (pqq) systems have been discontinued. Upgraded customer¿s discontinued products to true metrix self-monitoring system: meter/strips/control solution. The customer did not report symptoms. Medical attention with use of product was not reported. The test strips are expired: 04/23/2018. Customer test strips have been affected by the recall.